Manufacturer narrative:
H10: the initial MDR submitted for this malfunction inaccurately reported the MDR date of awareness. The correct MDR date of awareness is 03/31/2020. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, but an electronic x-ray was provided for review. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, but an electronic x-ray was provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however, electronic x-ray was provided for review. Therefore, the investigation is inconclusive for the reported catheter leak issue. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.